Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. Review of all provided information concluded that there is no evidence of a product defect or deficiency and this event is a known inherent risk of the procedure. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time. Device not returned to manufacturer.

Event description:
It was reported that a patient was implanted with a bak implant and is experiencing postoperative pain.